Event description:
Information was received regarding a cadd solis vip pump. It was reported that the pump was infusing at a low non-passing rate. It is unknown if the event occurred while in use with a patient.

Manufacturer narrative:
Other, other text: returned device was received in good physical condition. No evidence of reported problem in event log was found. During the evaluation of the device, the reported inaccuracy issue was unable to be replicated. No fault was found with the returned device. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.